Event description:
Information was received indicating that a smiths medical orotracheal intubation tube was being placed and an issue arose and caused respiratory distress. A fibroscopy was performed immediately afterwards and a piece of plastic was found which seemed to have become detached from the tube at the level of the carina and instrumental extraction was carried out by fibroscopy. No additional information will be provided by the customer.